Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) ,implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. After falling on the pump recently, the patient continued to complain of severe pain. The patient's hcp performed, or tried to perform a catheter dye study on (B)(6) 2015 and was unable to access the cap (catheter access port) and could not see catheter on x-ray, so the hcp set up an exploratory surgery. The hcp planned to go in and check connection site, back flow, perform dye study of catheter back flows, and go from there. The hcp did a dye study in surgery and there did not seem to be any place where catheter was broken or drug leaking out. The catheter was properly secured onto pump and the catheter back flowed. The hcp sewed up incision site and may increase dosage of medications. The hcp felt the system was intact and working properly. It was unknown if the issue resolved. The drug information and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.